Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary graft site to support the 72-year-old male patient who was admitted in with cardiomyopathy, presenting in scai stage d shock. Prior to the 5.5 being placed the patient was known to be on an intra-aortic balloon pump along with inotropes and vasopressors for support. After 2 days of support the patient's heparin dose was increased. After this there was a hematoma that developed at the pump insertion site which prompted the team to stop the heparin and apply a pressure dressing. The pump remains on for support despite the bleed. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Hematoma/access site adverse event: the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
D6b: explantation day, month and year added.